Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the left anterior descending (lad) artery. During a rotablation procedure, a perforation occurred in the lad. A 2.8x16mm graftmaster rx device was attempted to cross the anatomy to seal the perforation, however, the device failed to reach the target lesion due to the anatomy. A non-abbott balloon was able to cross the anatomy and achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.